Event description:
Reportedly, the catheter body became knotted in the pt's vasculature. The pt was transported to an operating room where the physician positioned the catheter in the subclavian, and then made a "little" incision to remove the catheter. There were no pt complications reported as a result of this event.

Manufacturer narrative:
Catheter knotting is an indicated precaution in the directions for use (dfu) for the model 139hf75 swan-ganz catheter. The dfu provides suggestions to prevent and correct catheter knotting.